Manufacturer narrative:
Initial.

Event description:
It was reported that after a meal and while preparing for bed, the user experienced a low blood glucose to 65 mg/dl; the user did not recall symptoms during the later episode, though on a prior episode described sweating and weakness, and oral glucose tablets were taken, with no meter confirmation and the cause unclear. Symptoms included hypoglycemia and irritability. Outcomes included an unexpected medical intervention in the form of oral glucose treatment. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.